Manufacturer narrative:
Reference record (B)(4). Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient was diagnosed with peritonitis. The patient's wife reported that the patient was still hospitalized. The physician told the patient's wife that the patient required surgical intervention due to peritonitis.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The physician reported that on (B)(6) 2017, after duodopa's tolerance phase, the patient complained of abdominal pain and a pneumoperitoneum was diagnosed. After ensuring there was no perforation, the peg and pei were removed. Reportedly, the patient was currently with vesical and nasogastric tubes, because duodopa's tubes were removed.